Event description:
The patient contacted animas on (B)(4) 2012 reporting that the audio bolus button was very stiff and was difficult to elicit a response. The patient confirmed that all other pump buttons were responsive. The patient also confirmed that the audio bolus button was intact. The patient reportedly wore the pump in a pump skin in a pocket and did not clean the pump. This report is made based on the allegation of the audio bolus button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the bolus button was found to be difficult to press and difficult to elicit a response. The button was removed and a plastic insert in the button assembly was found to have turned sideways.